Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not confirm and not replicate the customer complaint "32056 error". Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house patient fixture test platform (pftp) where unit failed adaptive gain control (agc) current was found failing on the "0x2" axis. Once testing was completed, the pitch searchlight flat flex cable was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the pitch searchlight assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an error 32056 on the universal surgical manipulator 1 (usm1). The customer hard power cycled the system but the error persisted. The procedure was moved to another dv system. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.